Manufacturer narrative:
Pump received with blank display, problem isolated to interface board. Unable to confirm failed batt test alarm, unexpected battery power loss and unable to perform any tests due to blank display. Pump received with broken battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 414 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will not be returned device for analysis.